Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an implantation the poly driver tip broke during implantation of a 8.0 x 60 polyaxial screw into the pelvis. The broken piece was retained within the t-20 drive portion of the screw. Since the screw was properly placed at the time of the break, the surgeon made the decision to leave the screw without removing it. The rod was subsequently placed in the screw head and the broken fragment remains captured between the rod and the screw head. There was no surgical delay. Fragments were retained in the screw head. There were no patient consequences. The procedure was successfully completed. This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).